Manufacturer narrative:
The subject device was not returned to omsc but was returned to (B)(4) for evaluation. (B)(4) checked the subject device and found that there was heavy dust on the output socket. Then, when the dust was removed, the subject device was restored. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4) , it was found that all indicators on the front panel blinked. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, there was the possibility that this phenomenon was attributed to the dust deposition in the output socket, which might be caused by the user using of the subject device for a long time in a dusty environment and did not take care of it. The dust deposition caused a malfunction of the light guide connection detection function, the light guide error was detected, and all indicators on the front panel blinked as reported. If additional information is received, this report will be supplemented.